Event description:
The event is reported as: the stapler jammed after two or three staples were fired. No patient injury reported.

Manufacturer narrative:
Sample requested but not received in time for this report. A follow up report will be sent when investigation is completed.